Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose levels. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.